Event description:
A reperfusion catheter 041 was advanced with a transcend guide wire into a m1 segment with no issue. The guide wire was then removed. When the separator 041 was being introduced into the reperfusion catheter, resistance was encountered near the hub. Upon removing the separator, a kink was notice just distal to the hub on the catheter. The catheter was then removed and replaced. Case went well after the point with no adverse events.

Manufacturer narrative:
Technical eval: the catheter has a kink 0.5 cm from the tip and a sharp bend 7.5 cm from the hub. Visual inspection under the microscope shows that the sharp bend in the device caused the lumen of the catheter to collapse and reduced the inner diameter of the catheter. The kink may have occurred when the physician was attempting to insert the separator into the catheter by holding the hub of the catheter and bending it at the transition of the hub to the main shaft of the device. The root cause may be attributed to the handling of the device. The resistance felt when inserting the separator was caused by the reduced diameter of the catheter at the kink. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l13806). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13806) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot was associated with (B)(4) in which the units were tested for distal flex joint and distal joint before the insert mold hub (imh) process, it was determined that the imh process does not affect the tensile strength for distal joint and distal flex, therefore, the destructive testing can be completed before ship to imh attachment. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.